Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. The patient reported that on (B)(6) 2024, patient experienced that the infusion set was leaking from tubing, which cause the patient blood glucose levels was elevated to 468mg/dl. The infusion set was in use for 4 hours. No further information available.